Event description:
During the completion of a total knee arthroplasty it was noted that one of the navigation pins from the tibia was missing the tip. The physician was aware the tip has broken off, but felt it would cause more damage to dig for the tip of the screw because it is very small.